Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the battery indicator was always showing full. Customer declined no delivery alarm and rewind jam troubleshooting. Customer mentioned the ambulance was called due to low blood glucose of 25 mg/dl. Customer had been having high blood glucose of 300 mg/dl. Customer will not be returning the device for analysis.